Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient with this pacemaker had an erosion and infection. Additional information received indicated that the patient with this device went to the hospital. The pocket was swollen, and the main unit was exposed. An urgent replacement operation was performed under plastic surgery. The main unit was explanted and replaced after removing the hematoma from the pocket and washed it. There were no known changes in the lead data after the replacement. No additional adverse patient effects were reported.